Event description:
It was reported that a spectrum pump displayed sys error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported sys error 105 which was not reproduced. Sys error 105 was confirmed through a review of the event history log and found to be caused by a failed motor (seizing). The failed motor assembly was replaced.